Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5092 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was a bacteremia infection that led to the erosion of the pocket. The system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.